Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No lot number was provided; therefore, device history record review could not be completed.

Event description:
It was reported that there was an error 49 that occurred. There was no patient involvement and no patient injury reported.